Event description:
The report from the affiliate indicated that: a patient underwent an elective procedure to a non-tortuous proximal and mid lad. The 10mm target lesion was de novo, b2, eccentric, and bifurcated, with no clot and no calcification. The site was not predilated. A 3.0x18mm cypher stent was implanted to the proximal lad at 12 atm for 20 seconds. After the implant, there was plaque movement distal to the stent, so a 2.5x18mm cypher stent was implanted distally at 12 atm for 20 seconds at the mid lad, overlapping the first cypher. Eight months later, the patient complained of anterior chest pain and an increase in the st segment was observed on EKG. Coronary angiography (cag) was done and thrombus was found in the distally implanted cypher stent. There was 50% stenosis and blood flow was fufficient, so heparin was administered intravenously and the procedure was done. The patient was discharged six days later.